Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. Vessel morphology at the time of the event was reported to be short and severely angulated aortic neck, 70 degree with aortic neck dilatation from disease progression. It was reported approximately 48 months post stent graft implantation, the pt was seen for a routine follow-up appointment. The CT demonstrated the stent graft had migrated distally with a type I endoleak resulting in aneurysm enlargement. The primary cause of the migration was due severe aortic neck angulation. The physician implanted three aneurx aortic cuffs; however, the type I endoleak did not resolved. Due to the pt's poor health condition there was no further intervention performed. The patient was reported to be stable and no additional clinical sequelae have been reported.